Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed mini drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed and unbale to recover. A field service engineer identified that mini drawer 2.10 did not open through both system operation and manual release, removed the sub-drawer and found the spring to be broken, replaced the sub-drawer, allowing the storage space to recover successfully. Verified that the drawer opened without issues, and inventory of the sub-drawer was completed successfully. The system functioned as intended after the field service engineer repaired the device.